Event description:
It was reported that the patient was starting to have "accidents at night". It was noted that the patient had "great success with the device in the beginning". It was further noted that the patient had a series of strokes, the last being 3 weeks ago. It was stated that the physicians did not know why the patient was having strokes, and that she had 4 or 5 major strokes. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v841549, serial#, implanted: 2011 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).